Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that upon closing the pocket during a procedure, the new right ventricular (rv) lead which previously tested with normal values was found not to capture at maximum outputs. The patient was not tolerating sedation at this point therefore the procedure was ended without repositioning the right ventricular (rv) lead. Subsequent information received notes the right ventricular (rv) lead was found to have gone through the pericardium and that the pocket was infected. The right ventricular (rv) lead, right atrial (ra) lead and ICD were all explanted. The patient was stable.